Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary: (B)(4): helix disengaged from helical channel and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the lead had to be repositioned due to small r-waves and the helix was over-retracted. The mechanism was blocked and the helix did not extract. The lead was not used and was replaced. No patient complications have been reported as a result of this event.